Event description:
A customer reported experiencing a low blood glucose event, the cause of which was unknown. The incident occurred earlier in the day, and the customer did not recall the lowest blood glucose level. Assistance was required from the customer¿s husband, who helped by providing carbohydrates as the customer lost consciousness temporarily, though no injury resulted. There was no adverse impact on the customer¿s blood glucose level. The continuous insulin delivery system's control-iq feature was active, and customer support recommended the customer consult a healthcare provider to discuss potential factors affecting blood glucose levels. The customer agreed to this course of action.